Event description:
A malfunction alarm identified as malf 12 was reported by the customer, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided assistance by supplying pump reset information and helping the customer to reset the pump, which resolved the issue. The customer was informed to continue using the pump and to contact support if the malfunction recurs, and they acknowledged this understanding.